Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a "stent collapsed." Two express2 drug eluting stents were implanted in 2006. Six months later the patient had a "normal stress test but an angiogram showed that one of the taxus express2 stents had collapsed." Another taxus express2 stent was placed to "reopen the artery." The patient denies any problems since the third taxus stent was implanted. Additional information obtained from the physician's office indicated the stent placed in the mid lad had a 60-70% restenosis and had been underdeployed. A third taxus stent was implanted resulting in a 20% residual stenosis. The patient had a follow-up study done one month later which was normal. No further complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.